Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station was not communicating with epic station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a station was not communicating with epic station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the facility was experiencing a network issue. The technical support specialist (tss) found that the sql database was located on the customer's clustered server, and the instance hosting the cce database was showing errors. The tss verified that the cce application intermittently failed to connect to the database due to corrupted tables, which caused message processing errors. After the hospital dba repaired the database, adt and orders messages were successfully processed, and the issue was resolved. The tss confirmed that no changes were made from bd¿s end except restarting the cce services and verifying the connection to the cce database. The system functioned as intended after the hospital dba team and technical support specialist resolved the issue.